Manufacturer narrative:
Updated to amend the conclusion code to cause not established.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that device display is damaged. The damage was observed while the device was at a third-party bench repair and not while in use on a patient. Therefore, no patient or user health consequences or impact occurred.